Event description:
It was reported that the pump touch screen was displaying a white line, impacting customer's ability to interact with the pump screen . There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.